Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and pneumonia on (B)(6) 2021. The customer's blood glucose value at the time of incident was 20 mmol/l. Customer was placed into an emergency room. The customer was treated with intravenous insulin infusion and medication. Customer's current blood glucose value was 3.8 mmol/l. The customer experienced symptoms such as sweating, confusion and unable to swallow. Customer was using the insulin pump system within 48 hours of the reported event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.